Manufacturer narrative:
Updated analysis summary performed by (B)(6) on (B)(6) 2022. Retainer ring = clear. Patient hospitalization reported on (B)(6) 2021, for dka. Patient's parent alleges pump generated an error 63. Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08740 inches. Thus and carelink software was utilized and downloaded trace/history files properly. The adapt tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification range. No unexpected battery alarms or alerts noted during testing or in the pump trace download. However, insulin pump received with same audio tone when switching from volume 5 to volume 1 and pump error 63 alarm (variable 3) confirmed in the pump history and alarmed during self test. Pump was cut open and perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within specification range during testing (22.6 mv). The motor was tested outside of the device on the ngp stb3 and passed. Peeled off the keypad overlay for visual inspection on the keypad traces and dome switches and no moisture damage noted. However, found broken trace at u1 pin 6 on the keypad assembly. Installed the test keypad on the original electronic assembly, force sensor, internal battery and motor, perform the self test and no pump error 63 alarm noted. In conclusion, pump received with same audio tone when switching from volume 5 to volume 1 and pump error 63 alarm (variable 3) confirmed in the pump history and alarmed during self test due to broken trace at u1 pin 6. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked retainer, serial number label fading, cracked select button keypad overlay, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and end cap address label missing during visual inspection. Device was alleged to generate error 63. History analysis confirms the pump generated an error 63, and is replicated during self-test. Audio/vibration anomaly/absence of alarm is confirmed. Damages (physical or cosmetic) are also confirmed on the pump. This analysis identifies the product does not meet specification. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = clear device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08740 inches. Thus and care link software was utilized and downloaded trace/history files properly. The adapt tool confirmed the unloaded voltage and loaded voltage was within spec range. No unexpected battery alarms or alerts noted during testing or in the insulin pump trace download. However, insulin pump received with same audio tone when switching from volume 5 to volume 1 and pump error 63 alarm confirmed in the insulin pump history and alarmed during self test. Device was cut open and perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within specification range during testing. The motor was tested outside of the device on the ngp stb3 and passed. Peeled off the keypad overlay for visual inspection on the keypad traces and dome switches and no moisture damage noted. However, found broken trace at u1 pin 6 on the keypad assembly. Installed the test keypad on the original electronic assembly, force sensor, internal battery and motor, perform the self test and no pump error 63 alarm noted. In conclusion, insulin device received with same audio tone when switching from volume 5 to volume 1 and pump error 63 alarm (variable 3) confirmed in the insulin pump history and alarmed during self test due to broken trace at u1 pin 6. The test p-cap locks properly in place in the reservoir compartment noted. Device received with cracked retainer, serial number label fading, cracked select button keypad overlay, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and end cap address label missing during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = clear. Patient hospitalization reported on (B)(6), 2021, for dka. Patient's parent alleges device generated an error 63. Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08740 inches. Thus and carelink software was utilized and downloaded trace/history files properly. The adapt tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected battery alarms or alerts noted during testing or in the device trace download. However, device received with same audio tone when switching from volume 5 to volume 1 and pump error 63 alarm (variable 3) confirmed in the device history and alarmed during self test. Device was cut open and perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (22.6 mv). The motor was tested outside of the device on the ngp stb3 and passed. Peeled off the keypad overlay for visual inspection on the keypad traces and dome switches and no moisture damage noted. However, found broken trace at u1 pin 6 on the keypad assembly. Installed the test keypad on the original electronic assembly, force sensor, internal battery and motor, perform the self test and no pump error 63 alarm noted. In conclusion, device received with same audio tone when switching from volume 5 to volume 1 and pump error 63 alarm (variable 3) confirmed in the device history and alarmed during self test due to broken trace at u1 pin 6. The test p-cap locks properly in place in the reservoir compartment noted. Device received with cracked retainer, serial number label fading, cracked select button keypad overlay, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and end cap address label missing during visual inspection. Pump was alleged to generate error 63. History analysis confirms the pump generated an error 63, and is replicated during self-test. Audio/vibration anomaly/absence of alarm is confirmed. Damages (physical or cosmetic) are also confirmed on the pump. This analysis identifies the product does not meet specification. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call the customer was hospitalized due to diabetic ketoacidosis and high blood glucose with 400 mg/dl on (B)(6) 2021. The customer was treated with intravenous drip and insulin pump in the emergency room. It was reported that the customer had symptoms such as nasuea, vomiting and high ketones. It was reported that the customer was not using automode. The customer declined troubleshooting for high blood glucose. It was reported that the customer insulin pump had hardware low level failure alarm during self test. The troubleshooting was performed and was able complete the rewind and self test. The insulin pump will be returned for analysis.